Event description:
Have had multiple issues caused from having 2 sets of breast implants in 8 years stemming from chronic pain, and the list goes on and on and on. Neuro issues, blackouts, kidney issues, almost died, spent week in hosp from hypovolemic shock and septic shock. Pneumonia, mono, liver issues, raynaud's syndrome, neck pain, shoulder pain, back pain, hand pain, so painful, it's hard to chart as a nurse. Headaches, memory issues, insomnia, extreme fatigue, major depression, bipolar disorder, suicidal, list goes on and on due to these wonderful breast implants that have ruined my life and quality time with my family. These toxic "profanity" bags need to be taken off the market permanently.